Event description:
A report was received that the patients was having difficulty charging the ipg. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1160 (sn: (B)(4)) device evaluation indicated that the complaint was not verified. The device measured 3.171 volt, and it was successfully charged to 3.836 volt in one cycle. The battery depletion and sleep current rates were within the expected ranges, 1.98 mv and 20 ua respectively when the device was turned off. The charge profile indicated that the maximum temperature during charging cycles in the patients body was 40.837 c, within the expected range. The device passed all required tests. The device exhibits normal device characteristics.

Event description:
A report was received that the patients was having difficulty charging the ipg. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.